Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer reported problem: it was reported that pump fails upstream occlusion alarm confirmed through, upstream occlusion test. Visual and functional testing was performed. Upon further investigation, it found that the air detector, uso sensor. Replaced the air detector, uso sensor. Review of event log found no relevant information. Review of service history found no service within the last 12 months. The probable cause of the reported problem unknown. All functional test of the device passed.

Event description:
It was reported that during infusion a pump ran 3 hours past programmed infusion time before running dry and pump fails upstream occlusion alarm and air in line tests, there was patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.